Manufacturer narrative:
The patient remains ongoing on vad support. A specific cause for the driveline infection and a correlation to the device cannot be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the outpatient clinic with redness and drainage around the driveline. No trauma reported to the driveline site was reported; however, the patient did report that he would shower everyday. No other information was made available.